Manufacturer narrative:
(B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens was implanted in the patient's operative eye on an unknown implant date. An explant has not be scheduled, but the patient has residual astigmatism/unexpected post-operative refraction. Pre-operative k was 41.82 at 151 and 43.77 and lens was correctly positioned at 61 degrees. Residual astigmatism was supposed to be 0.19 at 148, but the patient's refraction was plano +1.50 @ 107. Uncorrected visual acuity was 20/200 and corrected visual acuity was 20/20. The current topo reading is 41.82 @ 156 and 43.04 @ 66. Normal macula, normal cornea, consistent k reading/topography with two different machines. The patient is three and a half months post-operative now. This differing astigmatism on the manifest and auto refraction vs topography astigmatism is not making sense to the doctor. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 02/14/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The product is inspected by a qualified inspector using a microscope with a 12x magnification. It can be seen that the iol is being cut in and the edge of the optic body is damaged, most likely due to explant. No other anomalies were found. Additional information: the suspect product was returned for product testing/investigation, which likely means that the lens was explanted. No additional information was provided. Patient code 3191 ¿ updated from the initially reported planned explant to explant. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing record cannot be reviewed since the serial number is unknown. Labeling review: the labeling review was not reviewed because limited information was received. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.